Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time), the time of rrt in save to disk was on (B)(6) 2013. The device rrt<(><<)>=2.6251 volt. The device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 implantable tachy lead (B)(6) 2010; 4195-88 implantable pacing lead (B)(6) 2010; 4076-52 (B)(6) 2010. (B)(4).

Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.